Event description:
During an in clinic follow up episodes of non sustained ventricular tachycardia were noted on the right atrial (ra) lead. Technical support was contacted and noted noise due to emi or myopotentials resulting in oversensing. No intervention has been performed at this time. The patient was stable and will continue being monitored.